Event description:
Additional information found it was further reported the patient had intermittent stimulation when physician was palpating the lead/extension connection prior to revision. It was stated, the patient was revised a day prior to report and implantable neurostimulator (ins), lead and extensions were removed. It was noted a new paddle lead was implanted with a new ins and patient was feeling good stimulation. It was further noted the ins, lead and extension would be returned for analysis.

Event description:
It was reported that the patient had been getting erratic impulses lately at the time of the report. It was stated that the patient adjusted the "impulses," but it still happened. Two days later it was reported that there was a loss of therapeutic effect. Increased baseline pain was reported. An overstimulation sensation and a fading sensation were stated. The event or symptoms occurred about a month prior to the report. Over the past month prior to the report, the patient had strong stimulation which then faded, randomly. The stimulation was not working as well as it used to for managing the pain. The patient had not had any recent reprogramming and had not tried any of the other programs to know if the same random increase and fading of stimulation happened with other programs. Two and a half weeks later it was reported that there were impedances reading >10,000 ohms. It was stated that stimulation increased randomly, which started about 3-4 months prior to the report before which the stimulation worked great. Palpating caused stimulation changes. It was stated that the stimulation changed becoming stronger or getting lost all together on its own. Fall in the year prior to the report was reported. Electrodes #8, 10, and 11 were showing >10,000 ohms but they were not being used. Stimulation changes happened not only when the patient was moving, and were unpredictable. It would just increase, the stimulation went up higher in back and into abdomen and didn't cut out, but then would decrease to appropriate level. It was also stated that pocket pressure would "gave a zap between spine."

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008: product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008: product type programmer; patient product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008: product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37712 restoreultra pain, serial #(B)(4)) found it functionally ok with insignificant anomalies. The connector module was found scratched. Analysis of the lead (lead scs 39565-30 5-6-5 surgical lead, serial #(B)(4)) found its conductors broken within 10 cm of connector area. Conductors 8, 10, and 11 were broken 2.5cm, 2.7cm, and 2.7cm in the body of the lead as measured from proximal end, respectively. There were titan anchor impressions 8cm from distal end. There were open circuits on conductors 8, 10, and 11. There was also a short circuit between conductors. Analysis of the extension (extension 3708120 1x8 20cm, serial #(B)(4)) found no anomaly. Analysis of the extension (extension 3708120 1x8 20cm, serial #(B)(4)) found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that normal battery depletion did not occur. Additional information received reported that battery depletion was not determined to be normal or abnormal. It was noted that because of the age of the device and having to revise the leads for possible fracture, the ins was replaced as well. There was no allegation against the longevity of the device.

Manufacturer narrative:
(B)(4).